Event description:
The customer stated, he was hospitalized for high blood glucose and the reading was 300 mg/dl. The customer stated, he had been experiencing high blood glucose levels for three weeks prior to the event. The customer also stated, he had experienced discomfort at the insertion sites and slightly bent cannulas. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests as well. Advised that the insulin pump appears to be working properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.